Event description:
It was reported that while implanting the augment, the screw pulled through the implant's hole and split the material. The surgery was successfully completed using a second augment.

Manufacturer narrative:
Information received from the surgeon and sales representative indicates that the screws were not driven using the required torque limiter. In addition, the screws used do not conform to the recommendation in the surgical technique. A review of the implant's device history record indicates that it was manufactured to specification.